Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 324 mg/dl following a recent infusion site change on the ilet system, after priming the full tubing length and confirming drop delivery, with no visible leaks, kinks, or air bubbles and high glucose notifications present; the user did not have a fingerstick meter to confirm the reading and was advised to perform another site change or transition to backup therapy per healthcare provider direction. Customer care provided support that included customer care troubleshooting and review of pump setup steps, notification history, and tubing function via drop test. Investigation of this case revealed no device malfunction could be confirmed and the cause of hyperglycemia remained unclear following site-change-related troubleshooting. No clinical symptoms associated with hyperglycemia reported. Outcomes included disconnecting from the ilet for a minimum of two hours following multiple daily injections without hospitalization. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.